Event description:
The home pt reported that during drainage pt realized that the transfer set was leaking. The leak was noticed where the roller clamp is. This pt had been previously diagnosed with peritonitis on 03/2005 as reported in the medwatch MFR report # 1423500-2005-01099.